Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) down button dome switch. No unlocked lcd keypad connector noted. No audio/beep/vibrate anomaly noted during testing. Device had cracked case at display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump down button harder to pressed and crack on the front of screen to back of the pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was vibrating or shaking when motor was in used. The insulin pump will not be returned for analysis.